Event description:
The power cord detached from the curing light charger. The orthodontic assistant reported that she received a shock when she attempted to reattach the power cord to the curing light charger. No injury occurred.

Manufacturer narrative:
Evaluation summary: visual examination of the curing light revealed that the power cord was no longer attached to the curing light charger and that approximately 3/16" of the positive and negative contacts on the power cord were exposed. There was no visible damage to either the power cord or the curing light charger. The instructions-for-use manual for the curing light contains the following safety note: "should you have any reason to suspect the safety of the unit to be compromised, the unit must be taken out of operation and labeled accordingly to prevent third parties from inadvertently using a possibly defective unit. Safety may be compromised, e.g., if the unit malfunctions or is noticeably damaged."